Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death/treatment) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death/treatment) was confirmed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
On 10/16/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 6/27/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient passed away on (B)(6) 2018 while at a skilled nursing facility. Prior to passing, the patient received an inappropriate treatment event consisting of six shocks. It was reported that the patient was found unresponsive and that resuscitation efforts were made. At 23:04:50 on (B)(6) 2018 the patient went into asystole. An arrhythmia was detected, and the patient was subsequently treated six times while in asystole with CPR artifact. The post-shock rhythms for the six treatments was asystole with CPR artifact. CPR artifact contributed to the false detections. The patient device was removed shortly after at 23:11:06 while the patient was in asystole. There is no indication or allegation to suggest that the device contributed to the patient's death as the patient was in asystole prior to the treatment event. Asystole is considered a non-treatable, non-life sustaining rhythm.